Manufacturer narrative:
No product was returned for investigation, so no further investigation was possible. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 3 p.m., the patient tested a sample on the meter and the result was 8.0 inr. At 3:10 p.m., the patient collected a new sample from the same finger and tested it on the meter, resulting as 5.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. Based on the meter results and as instructed by her doctor, the patient was to hold her coumadin dose on the night of (B)(6) 2017. The patient stated that her arm was bleeding due to an injury that was not related to the use of the meter. The customer decreased her coumadin dose based on her arm bleeding. The patient stated that it took a week for her arm to heal. The patient is not anemic and does not have antiphospholipid antibodies. The patient is not on heparin therapy and does not take direct thrombin inhibitors. The patient has had no new medications, changes in diet, or recent illnesses. The patient does not have any special or unusual diets. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 194492-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.